Event description:
It was reported that the device was smoking during use in a procedure at the user facility. In addition, an unknown stryker bur and light irrigation was used while using the bur against the bone. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
It was reported that the device was smoking during use in a procedure at the user facility. In addition, an unknown stryker bur and light irrigation was used while using the bur against the bone. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.